Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm. Customer reported they were unable to complete the rewind sequence due to the alarm. It was also reported the customer received a failed battery test alarm during a battery change while troubleshooting for the motor error. The customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected failed battery. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, stained keypad overlay and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.